Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The patient does not remember when she last charged her ipg or had stimulation. The sjm representative is to meet with the patient as the next course of action.